Event description:
It was reported that a part of the balloon broke off. The target lesion was located in the arteriovenous fistula. A 035 x 260 non-boston scientific stiff guidewire was placed and a 5.0 x 100, 135cm mustang balloon catheter was advanced for dilation with encore inflation device. During the procedure, the balloon was inflated third to fourth time at 20 atmospheres in the cephalic vein. However, the balloon burst, and a part of the balloon was detached in the radial artery. A snare wire was used but it could not remove the detached component. After that, no other device was used in the procedure. The patient was given anticoagulant medicine and heparin.